Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the main keypad and printer keypad assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that paramedics stated that the device buttons were intermittently not working. The paramedics were able to power off the device using the on/off button and then the device worked as it should. No other details were available regarding which buttons were not working. There was no patient use associated with the reported issue.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that paramedics stated that the device buttons were intermittently not working. The paramedics were able to power off the device using the on/off button and then the device worked as it should. No other details were available regarding which buttons were not working. There was no patient use associated with the reported issue.